Event description:
Pt returned to the surgeon complaining of pain and discomfort. Exam revealed dysphagia causing the discomfort and difficulty swallowing. The surgeon indicated dysphagia may be a result of the hardware irritating the esophagus. The surgeon returned the pt to the operating room on (B)(6) 2012, and discovered that all the screws on the right side of the plate were loose, as was the screw in c4 left. When the plate was removed, 1 screw in c6 pulled through the hole in the plate, and had to be removed after the plate and other screws came out. Surgeon was able to remove all hardware, and all spine segments were reportedly successfully fused. No further treatment or reinstrumentation was necessary. This is 9 of 11 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.